Event description:
Additional information showed the patient was revised and implanted with a product made by another manufacturer.

Manufacturer narrative:
Extension: model 3708340, serial # (B)(4). Lead: model 3487a-33, lot # l81211. Programmer: 37742, serial #(B)(4).

Event description:
It was reported the patient's device was showing high impedance readings >3600 ohms. The patient's device was overdischarged on (B)(6) 2011 due to patient non-compliance with charging. The device had not been used in over a year. A physician mode recharge was performed and the device was successfully brought out of overdischarge. Impedances were then checked and showed >3600 ohms. A revision was being planned but was no scheduled as of this report. Additional information has been requested, a follow-up report will be sent if additional information becomes available.